Event description:
An aneurx stent graft system was inserted into a pt for the treatment of an abdominal aortic aneurysm. The access vessels were non-tortuous and were 13 mm in diameter and calcification. The left side had eccentric calcification and narrowed to 9 mm in diameter and the right side was diseased and had concentric calcification, which narrowed to 8 mm in diameter. The aneurx bifurcated device was attempted to be delivered from the left side, but it could not be advanced. It was removed from the pt and some kinking was noted. An 18 fr sheath was inserted and used to dilate the vessel, followed by a 21 fr sheath, which could not dilate the vessel. An attempt with a shorter aneurx device was made on the right side after serial dilatation and the stent graft was deployed without complication. The delivery system and discarded after the procedure. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval results: narrowed, calcified and diseased vessels. Lack of info (device was discarded - unable to follow-up). Eval conclusion: narrowed, calcified and diseased vessels.